Manufacturer narrative:
Concomitant: 310c29 tissue valve implant date: 2009-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered for high rate non sustained episodes and sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient is a participant in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.